Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable was frayed with exposed wires, and the customer experienced difficulty charging the pump with the usb cable. The customer's blood glucose level was 200 mg/dl. A replacement cable was sent to the customer to resolve the issue.